Event description:
A report was received that the patient was experiencing pain at the ipg site. It was mentioned that the pocket site was raised and the battery was sticking up. The patient underwent a revision procedure wherein the ipg was repositioned. No device malfunction was suspected. The patient was doing well postoperatively.